Event description:
The home pt reported a pt line leak during priming. There was no damage to the packaging or case noted. An alarm was not received. The home pt started therapy over with new supplies. There was no report of pt injury or med intervention per the home pt.